Event description:
On march 25, 2008, the lay patient's mother contacted lifescan (lfs) alleging that the pt's one touch ultra 2 meter display was faded. On april 8, 2008, the medical affairs specialist (mas) spoke with the mother to obtain additional info included below. The mother said, the display issue started in the morning of 2008; the meter display appeared faded and difficult to read. In the morning, two days later, the pt followed her usual routine of eating "a good size" breakfast at home and afterward taking her am insulin at school at about 10:00 to 10:30 am. The mother said, the pt's blood glucose reading on the reported meter was apparently 70 mg/dl at school, while the pt was asymptomatic; however, the mother said she thought the meter reading was difficult to see due to the faded display. The pt received no additional food or beverage after the 70 mg/dl reading was obtained. At about 11:00 am, the pt passed out and convulsed. A reading of 48 mg/dl was obtained on the school's meter and ems was called. Emt's transported the pt to the ER, where she was treated with IV glucose and a reading of 57 mg/dl was obtained. The pt was released to home after treatment in the ER. The customer care advocate (cca) noted that the reported meter display was damaged and the meter had not received trauma. The pt's products were replaced. The complaint is reported because mother alleges, the lfs meter display was difficult to read and the pt was not given additional food after an actual hypoglycemic reading was obtained on the lfs meter. The mother claims, the pt later lost consciousness convulsed and received emergency medical IV glucose treatment for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.